Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the reverse locking mechanism was blocked. It was further determined that the top trigger was jammed and the motor had low power. It was further determined that the device failed pretest for check the power with test bench: minute 110 to 160 watt, check triggers for forward/reverse mode and check reverse locking mechanism. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse trigger of the compact air drive device kept jamming. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 1/11/2018 in the initial report. The date returned to manufacturer was corrected to 1/19/2018. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.